Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch 3398198 mfg date: 02/16/2010, exp date: 10/31/2012. Batch 3398199 mfg date: 02/10/2010, exp date: 10/31/2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04345. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch 3398198, mfg date: 02/16/2010, exp date: 10/31/2012; batch 3398199, mfg date: unk, exp date: unk. In addition, a review of the batch manufacturing records for the possible batch number 3398198 was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04345. The same patient is represented in each medwatch.